Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the coil wire broke directly after being used for tension band wire fixation of a displaced olecranon fracture. The broken piece remains inside the patient¿s bone. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Event date: unknown. Implant/explant date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received, and an investigation summary was performed. The investigation of the complaint articles has shown that: we have received this coil w/cercl-wire ø1 l10m sst sent back to us for investigation. The surface right by the broken section does show cutting marks, like it was cut through with a cutting instrument and not broken. Unfortunately the lot number is unknown and the device history record (DHR) could therefore not be researched. We do conclude that no product fault could be detected. Please operate always according to the technique guide in order avoiding such occurrences. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.